Event description:
A home pt contacted the baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. Per initial report, the home pt may have connected their transfer set to the pt line of the homechoice set after starting therapy. Baxter's technical service center assisted the home pt in ending the therapy early. Per the home pt's nurse, the pt is currently on antibiotics for a previoys episode of peritonitis.